Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer received a blank display. Troubleshooting did not find any damage or corrosion to the customer's battery compartment. The customer reported the display returned with troubleshooting. Customer's blood glucose was 137 mg/dl. Customer was advised to monitor their insulin pump. No additional information provided.